Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Twenty of the 43 obstruction aes occurred within the first 30 days after zib6 biliary stent placement. The next most common hepatobiliary aes were liver abscess in 4 patients (9.8%, 4/41), cholangitis in 3 patients (7.3%, 3/41), and cholecystitis in 2 patients (4.9%, 2/41). The remaining hepatobiliary aes occurred in 1 patient (2.4%, 1/41) each: cholestasis, perforation of bile duct, and bilio-pleural fistula, which all occurred in patients with on-label usage. Off-label patients were found to have aes of cholangitis, liver abscess, and recurrent biliary obstruction. Overall, 38 patients (25.2%, 38/151) experienced recurrent biliary obstruction, however 1 obstruction was reported on a follow-up form without a corresponding ae form. In the on-label cohort, 24.0% (31/129) of patients experienced recurrent biliary obstruction. Occlusion specifically within the stent occurred in 18.5% (28/151) of all patients and 17.8% (23/129) of on label patients. The remainder (6.6%, 10/151 total patients; 6.2%, 8/129 on-label patients) were obstructions outside the stent or had no documentation regarding location of occlusion. Thirty-eight (38) patients with recurrent biliary obstruction, all but 2 patients required a reintervention procedure. One additional recurrent obstruction in an on-label patient was reported on a follow-up form without a corresponding ae form and thus the total rate of recurrent obstruction is 25.2% this file will capture 42 cases of on label use aes: 2 x cholangitis; 2 x cholecystitis; 1 x cholestasis; 1 x liver abscess; 35 x biliary obstructions; 1 x bilio-pleural fistula.

Manufacturer narrative:
Device evaluation: the zilver® 635¿ biliary self-expanding metal stent of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to a pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0040) lists the following potential adverse events: ¿cholangitis¿,¿ cholecystitis¿,¿ cholestasis¿,¿ liver abscess¿,¿ stent occlusion¿, ¿trauma to the biliary duct or duodenum¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. Possible root causes can be attributed to patients pre-existing conditions and/or known potential adverse events. From the study, the biliary obstructions were due to patients pre-exiting conditions, the cause of the occlusions were due to tissue or tumour ingrowth and tissue or tumour overgrowth cholangitis, cholecystitis, cholestasis and liver abscess were device or procedure related. Bilio-pleural fistula is covered by trauma to the biliary duct or duodenum in the IFU, the root cause can be attributed to patient condition and device related adverse event. Also, as previously noted, ¿cholangitis¿, ¿cholecystitis¿, ¿cholestasis¿, ¿liver abscess¿, ¿stent occlusion¿, ¿trauma to the biliary duct or duodenum¿ are listed as potential adverse events in the IFU. An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 42 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation this complaint was opened from a pmcf study to capture 2 x cholangitis, 2 x cholecystitis, 1 x cholestasis, 1 x liver abscess, 35 x biliary obstructions, 1 x bilio-pleural fistula. It is likely that intervention/additional procedures would have been required as a result of this occurrence. Investigation findings conclude that possible root causes can be attributed to patients pre-existing conditions and/or known potential adverse events. The complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 9 jul 2025 and updates to the customer entity and person on (B)(6) 2025.